Event description:
The pt was in a vest posey. At 3:28 a.m. The pt was found out of bed, kneeling on the floor. The pt's left arm was out of the posey with the vest over the pt's head. No pulse or respiration was noted. The pt was lifted back into bed. Code blue was instituted but was unsuccessful. The case was reported to the coroner's office. The final autopsy report will be issued in 4-6 weeks.